Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had damage to their insulin pump. It was reported that the front keypad came off of the pump. The customer's blood glucose level was reported to be 104.4mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis. It was reported that the customer was advised that if they remained on the pump, to monitor their blood glucose levels. No further information provided.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, minor scratches on the display window, a cracked display window, a missing end cap sticker and a peeling keypad overlay.